Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported an air embolism, myocardial infarction / ischemia, st segment elevation occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Procedure stater normally and it was being performed on a patient under deep sedation. The transeptal puncture (tsp) was performed successfully. As the versacross dilator was being exchanged for the non-boston scientific pigtail catheter, the physician reported that the patient aspirated approximately 20cc of air. St elevation changes were noticed, along with left ventricle (lv) and right ventricle (rv) dysfunction, and the patient blood pressure dropped. Atropine and epinephrine were administered. A coronary angiography was performed and 100% o2 (oxygen) was administered. No air was noticed in the coronaries at the time and the laac procedure was completed. The st elevation resolved, and the patient was discharged same day. The device is not expected to be returned for analysis.